Manufacturer narrative:
A ge rep evaluated the system and could not reproduce the reported problem. Connectors were cleaned and reseated as a precautionary measure. System operates as intended.

Event description:
The customer reported the system will not produce an image. No patient injury was reported.